Event description:
It was reported that after the customer inadvertently dropped the pump, the touchscreen cracked and unresponsive. There was no adverse impact to the customer¿s blood glucose level. Customer reverted to multiple daily injections for insulin therapy.